Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Several attempts to gather information were made. To date, no response has been received. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports leakage of the catheter at the base.

Manufacturer narrative:
The device history record (DHR) review indicated that there was no quality issue associated with this reported condition. All dhrs are reviewed for accuracy prior to product release. Because the sample was not returned, there is not enough evidence to determine what could cause this event. Based on all gathered information the most probable cause could be attributed to damage during use such as inappropriate use of chemical agents or improper connection of the device if the instructions for use were not followed albeit unintentional. However, without the sample it is not possible to determine the exact a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. In-process controls such as personnel training, incoming quality acceptance testing for raw material, 100 in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. As per product specifications, manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.